Event description:
Event verbatim [preferred term] seam on the bottom of the pad, it seemed to not upheld and it opened in all the inside fell out/ the 3rd time it happened [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. An 8-decade-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist), expiration date sep2020, from 2014 (approximately 4 years ago as of 02apr2018) and ongoing, wears one every day for muscle spasm in the upper shoulder and neck. Medical history included high blood pressure. There were no concomitant medications. The patient had been wearing thermacare for many years and wears one every day. "Yesterday" ((B)(6) 2018), during easter dinner while sitting in a wider posture chair "this inside swells out the black filling." This is the 3rd time it happened to her. Yesterday it was a seam on the bottom of the pad, it seemed to not have held and it opened and all the inside fell out. The patient also stated that she puts it (thermacare) on and later in the day the product fall apart/ comes apart. The patient commented that these are very expensive to fall apart then to be thrown away. There was no medical intervention as a result of the event and no lab work was performed. The action taken in response to the event for thermacare heatwrap was dose not changed. The outcome of the event was unknown. The patient threw the box away. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Severity of harm: s3. Follow-up (02apr2018): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Follow up (07nov2019): this is a follow-up report from a product quality complaints group included: investigation results, severity of harm and patient age updated. Company clinical evaluation comment: the event "seam on the bottom of the pad, it seemed to not upheld and it opened in all the inside fell out/ the 3rd time it happened" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the event "seam on the bottom of the pad, it seemed to not upheld and it opened in all the inside fell out/ the 3rd time it happened" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] seam on the bottom of the pad, it seemed to not upheld and it opened in all the inside fell out/ the 3rd time it happened [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. An 8-decade-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist), expiration date sep2020, from 2014 (approximately 4 years ago as of 02apr2018) and ongoing, wears one every day for muscle spasm in the upper shoulder and neck. Medical history included high blood pressure. There were no concomitant medications. The patient had been wearing thermacare for many years and wears one every day. On (B)(6) 2018, during easter dinner while sitting in a wider posture chair "this inside swells out the black filling." This is the 3rd time it happened to her. On (B)(6) 2018, it was a seam on the bottom of the pad, it seemed to not have held and it opened and all the inside fell out. Later reported, "only happen twice". The patient also stated that she puts it (thermacare) on and later in the day the product fall apart/ comes apart. The patient commented that these are very expensive to fall apart then to be thrown away. The patient "still taking" the product. There was no medical intervention as a result of the event and no lab work was performed. The action taken in response to the event for thermacare heatwrap was dose not changed. No hospital admission involved, and no treatment received. The outcome of the event was recovered, reported as "fine now, no longer have any problem". The patient threw the box away. According to product quality complaint group: complaint subclass: cells damaged/leaking. There is reasonable suspicion of a device malfunction. Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Severity of harm: s3. Follow-up (02apr2018): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Follow up (07nov2019): new information received from a product quality complaints group included: investigation results, severity of harm and patient age updated. Follow-up (06nov2019, 07nov2019): new information received from a product quality complaints group and contactable consumer included: complaint subclass, suspicion of a device malfunction, outcome, no hospital admission and no treatment, "only happen twice" and confirmed action taken "still taking" and frequency "use every day" follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: the event "seam on the bottom of the pad, it seemed to not upheld and it opened in all the inside fell out/ the 3rd time it happened" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the event "seam on the bottom of the pad, it seemed to not upheld and it opened in all the inside fell out/ the 3rd time it happened" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Complaint subclass: cells damaged/leaking. There is reasonable suspicion of a device malfunction. Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Severity of harm: s3.

Event description:
Event verbatim [preferred term] seam on the bottom of the pad, it seemed to not upheld and it opened in all the inside fell out/ the 3rd time it happened [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist), expiration date sep2020, from approximately 4 years ago (as of 02apr2018) and ongoing, wears one every day for muscle spasm in the upper shoulder and neck. Medical history included high blood pressure. There were no concomitant medications. The patient has been wearing thermacare for many years and wears one every day. "Yesterday" ((B)(6) 2018), during (B)(6) dinner while sitting in a wider posture chair "this inside swells out the black filling." This is the 3rd time it happened to her. Yesterday it was a seam on the bottom of the pad, it seemed to not have held and it opened and all the inside fell out. The reporter also states that she puts it (thermacare) on and later in the day the product fall apart/ comes apart. The reporter commented that these are very expensive to fall apart then to be thrown away. There was no medical intervention as a result of the event and no lab work was performed. There was no action taken in response to the event (ongoing). The outcome of the event was not reported. The patient threw the box away. No follow-up attempts are possible. No further information is expected. Follow-up (02apr2018): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Company clinical evaluation comment the event "the product fall apart/ comes apart/opened and all the inside fell out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "the product fall apart/ comes apart/opened and all the inside fell out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.